Event description:
As stated by customer (B)(6) 2012: trolley side rail issue - 1 of the side rails was bend and would not lock and missing drain assembly, replaced listed parts. This equipment was voluntarily tagged out of service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.